Event description:
Paramedics responded to a person, condition unknown. The pt was connected to the device for ECG monitoring and acls therapy. According to the rptr. The device's crt display and strip chart recorder went flatline intermittently an unknown number of times during pt transport and the pt's ECG would only display after the device was "thumped" on top of the case. At the hosp emergency room, a backup defibrillator/monitor was called for and used. The pt was defibrillated an unknown number of times and moved to the ICU, but expired later that day. The rptr indicated the reported malfunction did not cause or contribute to the death of the pt. The rptr based their opinion on the attending clinician's assessment of the pt's viability and the immediate availability of a back up defibrillator/monitor.